Event description:
The customer reported obtaining erroneously low glucose cartridge (glu) results for multiple patients over two days involving a unicel dxc 800 synchron system. This report is for the event which occurred on (B)(6) 2013. Please see medwatch #2050012-2013-00149 for the report of the event which occurred on (B)(6) 2013. The customer provided glu results for two patient samples for the event on (B)(6) 2013. The samples were repeated on an alternate analyzer and results were reported out of the laboratory. No erroneous results were reported out of the laboratory and there was no affect or change to patient treatment in connection with this event. Review of quality control (qc) and calibration data indicated no issues prior to the event. The customer did not indicate any issues with other assays and provided only glu results for the two patient samples. Beckman coulter field service engineer (fse) was dispatched and found loose probes at the wash manifold station causing a flood in the reaction wheel on the cartridge chemistry (cc) portion of the instrument. The fse replaced the cuvettes, cc sample probe, collar wash and cc reagent probe. Repair was verified per established procedures and results met published specifications. The fse indicated that the leak was contained within the reaction wheel and there was no exposure to the operator. Failure mode is attributed to either one or a combination of the parts replaced during service.

Manufacturer narrative:
Results: cuvettes and collar wash.